Manufacturer narrative:
H3 other text : serviced at third party service center.

Event description:
The manufacturer received a voluntary medwatch (mw5103204) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, " experienced brain fog, severe headaches, nausea/queasiness, dizziness. Stopped using the recalled philips dreamstation auto CPAP on (B)(6) 2021 and all symptoms have gradually stopped". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. During the evaluation of the device at the third-party service center/manufacturer, the device was visually inspected and found no evidence of foam degradation. The evaluation discovered damaged buttons on upper enclosure and a broken plastic / fragment in rear panel. The device was corrected and passed all tests. The device was recertified per fc: 16-700-626.

Manufacturer narrative:
Additional information was received on 09/22/2023 and h11 is updated as: the manufacturer received a voluntary medwatch (mw5103204) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, "experienced brain fog, severe headaches, nausea/queasiness, dizziness. Stopped using the recalled philips dreamstation auto CPAP on (B)(6) 2021 and all symptoms have gradually stopped". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. After the third attempt to have the device and components evaluated, the customer responded that the device is returned for evaluation. The manufacturer is submitting an updated report at this time. After completion of evaluation, a follow-up report will be filed. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.